Event description:
On 6/13/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/10/24. On (B)(6) 2024, the user was awakened by an ilet alert indicating low bg in the morning, with their bg level reportedly in the 40s mg/dl. The user took 2 glucose tablets from their nightstand but then became unconscious while reaching for a water bottle on the floor, estimating the episode lasted about a minute. After regaining consciousness, the user took 2 more glucose tablets, and although they did not check their blood glucose level, they texted their sister for help. Their sister brought juice and additional glucose tablets, assisting the user in stabilizing their blood sugar without seeking medical assistance. They returned to a normal range after approximately 45 minutes.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia was preceded by mild hyperglycemia the evening prior, with no meal announcement logged. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was possibly caused by a missed meal announcement, as evidenced by the period of hyperglycemia during the evening prior to the hypoglycemic event, and a pattern of meal announcements delivered during that time on previous days, but no meal dose given on the day prior to the event. Users are trained that failure to announce for carbohydrates can increase their risk of hypoglycemia from correction insulin.